Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on investigation findings, the root cause of reported event was attributed to defective pump, likely due to corroded or damaged motor bearings. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in india. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error e20, indicating pump was not working on patient circuit 2. The issue occurred during priming. There is no report of patient injury.

Manufacturer narrative:
H11: livanova field service engineer tested the unit, could confirm the issue and replaced the patient pump 2, which solved the complained problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.